Event description:
It was reported that during an unknown procedure, the staple was not delivered, so the cartridge was changed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # 292a58. Additional information was requested, and the following was received: did the device cut? Only proximal part. If the device cut, was the cut line complete? No. Were the cut line and staple lines equal? Yes (til the middle of the tissue). Was the device fired across a staple line? No. Please provide details as to how the reload did not work. The issue is that the knob didn¿t go forward in the middle of the device. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with no apparent damage, an opened packaging, and the proximal 3 drivers up without staples and the remaining drivers down with staples present. Also, the knife was noted exposed. The returned reload had the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge and the knife was returned to the home position manually. The reload was tested for functionality with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing the knife not returned completely to its home position. Please refer instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch 292a58, and no non-conformances were identified.